Event description:
It was reported that the keypad button presses did not activate desired pump functions. Reportedly, the keypad is unresponsive and the ok keypad button sticks when pressed, other keypad buttons spring back as normal and keypad intact. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump was returned to animas for eval. The results of the investigation were as noted: the keypad appeared to be intact with no lifting or peeling observed, the "up/down/contrast" keypad buttons intermittently responded to user input, the ok keypad button required excessive force to activate during testing, it was observed that the contrast key contact was misaligned, the "up/down/ok/contrast" key contacts became inverted when pressed and did not always spring back and there was evidence of adhesive/contamination under all the key contacts.